Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was received for analysis. Internal insulation abrasion was noted at 15.5-17.1 cm from the distal tip. Etfe coating was intact at this location. Internal insulation abrasion was noted at 17.2-17.9cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.